Manufacturer narrative:
The table was re-locked by the or staff and the procedure was completed without further incident. After the procedure was completed, the table was removed from service pending repairs. A steris field service technician arrived onsite, inspected the table, and identified an internal leak of the hydraulic floor manifold. The technician replaced the floor lock manifold assembly. He then bled any potential air from the hydraulic system, tested the table, and confirmed it to be operating according to specification. The table was returned to service and no further issues have been reported.

Event description:
The user facility reported that their 4085 surgical table's feet unlocked several times without command during a patient procedure. No report of injury or procedural delay or cancellation.